Manufacturer narrative:
The field event of hardware vvi was confirmed in the laboratory. It was found that the device had reset after charging for fibrillation therapy. The egms showed cyclic charging of the hv capacitors due to noise consistent with a low battery voltage. The device was tested on the bench and found to be normal. A longevity calculation showed that the battery was within estimated longevity.

Event description:
It was reported that the device had gone into vvi reset mode with no defib capabilities. The clinician reported that the patient may have previously had an MRI done one month prior to reset.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.